Event description:
It was reported that the coil lodged in an unintended location. A 6mm x 20cm and 4mm x 15cm interlock were used in embolization for an aneurysm. During procedure, it was noted that a 6mm x 20cm coil was deployed in the tuohy. The device was removed and replaced with another. Furthermore, it was noted that the coil and the pusher wire arms were interlocked in the introducer sheath prior to use. The microcatheter was flushed before and after each coil and the twist lock was fully opened. However, the catheter did not advance into the tuohy and the second coil used pulled back with the renegade catheter and deployed inside the 5f catheter. Furthermore, when the physician attempted to retrieve the coil, the coil frayed into the replaced hepatic artery collateralizing to the intended location. The procedure was completed with this device. There were no patient complications reported and the patient's condition was fine.

Manufacturer narrative:
Device evaluated by MFR: the device was not returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause has been determined to be use/user error as the dfu states: ¿begin continuous flush before introducing the coil into the catheter. The non-performance of this maintenance step is a contributory factor in the coil and pusher wire arms detaching in the catheter." (B)(4).